Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported.